Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a generator replacement procedure, the physician approached the right ventricular (rv) lead setscrew at an angle and attempted multiple clockwise and counterclockwise rotations to tighten it. Only 1 click was heard when the wrench was rotated, but the physician could still turn the wrench. The lead was gently pulled to see if it was seeded in the header, it did not move, however, the physician could not see if the lead was advanced all the way in the header. The wrench was rotated again, but there was no click with the rotation. Counterclockwise rotations were attempted to remove the lead but the physician was unable to rotate the setscrew. The set screw was then pulled out on the wrench. A new cardiac resynchronization therapy pacemaker (crt-p) was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.